Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) and a consumer (con) via a manufacturer representative (rep) clarified the report of the patient experiencing a return of symptoms. The specific symptoms experienced included a return of spasticity symptoms, including muscle stiffness and pain.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving gablofen (2000 mcg/ml at 133.4 mcg/day) and dilaudid (hydromorphone) (15 mg/ml at 1.001 mg/day ) via an implantable pump. It was reported that during pre-operative discussion, the patient had reported return of symptoms over past several weeks. The physician had noted on x-ray that the catheter was coiled, which was determined to be the likely cause. The date of the x-ray where the physician noted the coiled catheter was unknown. The old 8598a and 8596sc were removed and new 8598a and 8596sc were placed. The new catheter was reconnected to the pump and primed. A full catheter replacement had taken place. The pump was refilled during the procedure with no change in concentration. Approximately 20ml of old drug removed, where the reservoir should have contained 2.9ml according to the clinician tablet. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter pr oduct ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 08-may-2027, UDI#: (B)(4) ; product ID: 8598a, serial/lot #: (B)(6), ubd: 20-jun-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.